Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) channel. A revision procedure was performed. The unknown rv lead was replaced and this ICD remains in service. After the procedure tones were emitted because the alert for the high impedances had not been cleared. No new out of range measurements had been detected. No additional adverse patient effects were reported.